Manufacturer narrative:
(B)(4). Approximate age of device 37 days. Device evaluation: a correlation between the device and the reported elevated lactate dehydrogenase level could not be conclusively determined. Evaluation of (B)(4) confirmed the presence of a white, soft deposition on the outlet stator. The deposition was small and loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lvad system produced several low flow alarms. The lvad system also produced elevated pump flow estimation and power readings. The patient gained 2 pounds of weight in 24 hours, and had hematuria. The hospital admitted the patient for anticoagulation treatment, echocardiogram, and computed tomography angiography. The patient's lactate dehydrogenase level was elevated. The patient has not had difficulty with anticoagulation. On (B)(6) 2016 the patient underwent a pump exchange. The patient is doing well and the new pump is working well. No additional information was provided.